Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 184 mg/dl. During troubleshooting, the customer was still unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube also, moisture damage was found on the keypad traces. Unable to verify button keypad anomaly due to blank display anomaly. The insulin pump has cracked reservoir tube, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Information provided was incorrect with the initial report. The correct information has been provided with this report.